Event description:
A customer reported an err3 message on their locked freestyle meter. Troubleshooting indicated the unit of measure could be changed on the meter. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa 16 may, 2006 letter.